Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the balloon showed a circumferential break. The distal part of the balloon did not return. The guidewire tube was broken. The shaft was found stretched and showed several kinks. Further tests were not possible due to the state device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an amphirion deep with a 6fr sheath and non-medtronic 0.014 (pt graphic boston) guidewire for treatment of a greater than 12mm severely calcified cto (chronic total occlusion-100%) in the patients proximal right popliteal artery of diameter 6mm. Moderate tortuosity and severe calcification is reported. IFU was followed and the balloon was prepped without issue. A medtronic everest 20 inflation device was used with 1/3 contrast, 2/3 saline for balloon inflation. The balloon was not passed through a previously deployed stent. It is unknown if resistance was encountered when advancing the device. It is reported a circumferential balloon burst occurred at normal pressure resulting in a piece of the balloon remaining in the patient. One prior inflation had been applied to the balloon. The procedure was paused, additional pta was carried out and the detached balloon fragments were caged to the vessel wall.

Manufacturer narrative:
Additional information physician used an amphirion deep with a 6fr sheath and non-medtronic 0.014 guidewire for treatment of a greater than 12mm severely calcified cto (chronic total occlusion-100%) in the patients proximal right popliteal artery of diameter 6mm. Moderate tortuosity was reported. IFU was followed and the balloon was prepped without issue. A medtronic everest 20 inflation device was used with 1/3 contrast, 2/3 saline for balloon inflation. The balloon was not passed through a previously deployed stent. It is unknown if resistance was encountered when advancing the device. It is reported a circumferential/radial balloon burst occurred during inflation at normal pressure resulting in a piece of the balloon remaining in the patient. One prior inflation had been applied to the balloon. The procedure was paused, additional pta and stenting was carried out and the detached balloon fragments were caged to the vessel wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an amphirion deep for treatment. It is reported the balloon ruptured and part of the balloon remains inside the patient. The fragments will be removed from the patient.